Event description:
The iskd lengthener was implanted in 2005. During treatment, the doctor monitored the pt lengthening process via x-rays and the external monitor that tracks and records implant distraction and found that the pt was not lengnthening as planned. About a month later, the doctor removed the legnthener and implanted a new one. After removal, it was noted that the removed lengthener had distracted 4 mm. The pt continued treatment with a new lengthener.